Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that the screen is unreadable; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. Evaluation summary: the reported condition of a colleague infusion pump with an unreadable screen was confirmed by baxter personnel during product evaluation. The root cause was assigned to lines on the main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.